Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that dosing on the ilet stopped after the user, new to the system, replaced a dexcom g7 sensor and paired the new sensor code only in the dexcom app but not in the ilet, resulting in repeated cgm sensor reconnecting alarms, a sensor failed alert, and the ilet searching for a different code while the phone app displayed glucose of 79 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding correct cgm pairing workflow for the g7 and review of alarm history indicating cgm signal loss, bg-run suspended, and a g7 sensor failure. Investigation of this case revealed an incorrect pairing code and failure to pair the replacement g7 sensor to the ilet, causing cgm signal interruptions and automated dosing suspension. It was concluded, based on previously established findings for similar reports, that user pairing error caused the event.